Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated hemoglobin a1c (hba1c) result was obtained on a patient sample on the dimension exl with lm instrument. Quality control (qc) and calibration were valid at the time of sample processing. The sample probe was cleaned. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, checked ultrasonics for voltages, checked and cleaned windows, checked and performed reagent 1 (r1), reagent 2 (r2), reagent 3 (r3), sampler, photometer, and r2 arm alignments, adjusted small syringe gap on r1 metering syringe, replaced r2 transducer, and ran quality control (qc) and system check, which recovered successfully. Siemens reviewed the instrument data and observed intermittent foaming issue due to r2 overmixing, intermittent low mixing, r1 mixing issues, and cuvette quality issues. The actions performed by the cse returned the instrument to normal operation. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that a falsely elevated hemoglobin a1c (hba1c) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument. The repeat result recovered lower than the erroneous result. The repeat result was considered correct and reported to the physician(s). The customer reported that during the time of this event, patient treatment plans were changed; the customer did not specify whether this patient¿s treatment plan was altered. There are no known reports of adverse health consequences due to the falsely elevated hba1c result.